Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement for end of service high impedance was observed when the new generator was attached to the existing lead. The lead was removed from the generator and diagnostics on the new generator were within normal limits. The lead was again connected to the generator which again resulted in high impedance. The surgeon opted to leave the new generator and existing implanted. The patient was referred for x-rays and it was reported that lead revision would occur at a later time. It was reported that the explanted generator was unable to be interrogated due to battery depletion so the high impedance was not observed prior to generator replacement. No additional relevant information has been received to date.

Event description:
It was reported that the generator remains programmed off, and no surgical intervention to replace the lead is planned.

Event description:
Additional information was received indicating that the patient had surgery planned for the high impedance. No known surgical intervention has taken place to date, however.

Event description:
It was reported that the patient's lead was replaced due to high impedance. The lead has not been received by the manufacturer to date.

Event description:
The explanted lead was received by the manufacturer. The lead analysis has not been completed to date.

Event description:
Product analysis was completed on the lead. The lead was returned in three portions. The first lead section returned contained the connector pin. The pin was noted to have four sets of set screw providing evidence that at one point in time there was proper connection between the set screw and the connector pin occurred at least once. There were abrasions noted on the exterior of the lead and the connector boot. The second portion of the lead returned was from the middle section of the lead. There was a suspected coil break identified in the positive coil. The silicone tubing at that point had been torn and abraded. The third portion of lead returned contained the positive and negative electrodes. A break was identified in the negative coil. The lead underwent imaging and it was noted that the evidence points towards a stress fracture due to rotational forces however this could not be confirmed.